Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of log confirms the ec 322 reported symptom. Physical inspection found that the measurement of the spacing between the upper latch and upper latch switch was found out of specification at .036". The spacing should be .020". This may have been a contributing factor to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary was replaced.

Event description:
It was reported that a pump experienced sys error 322. It was also reported that there was no pt injury.